Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse reports that there was a breakage of the pulley thread during the surgical procedure. It was immediately removed and exchanged for another backup instrument of another type. The procedure was completed with no reported injury.